Event description:
It was reported that patient was presented to emergency room after receiving inappropriate shock and anti-tachycardia pacing therapy. Session records revealed that the inappropriate shock and therapy was due to noise on right ventricular channel. Lead was capped on (B)(6) 2107 and replaced to resolve the issue. Patient was stable.

Manufacturer narrative:
A partial lead with the connector pin measuring 22.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.